Event description:
Routine complaint investigation when a consumer reported that meter could not be calibrated with new calibration bar. A different calibration code would appear when attempting calibration. If this meter were used to perform an assay, the difference in results would fall within the "d" zone on a clark error grid showing the difference to be clinically significant. No death, serious injury or medical intervention was reported.